Event description:
Patient underwent full revision of generator and lead. The explanted products have not been received.

Event description:
Clinic notes were received for patient's generator and lead replacement due to high impedance. Notes indicate that the patient's device showed & high impedance greater than 10,000 ohms 34;. No known surgical interventions have occurred to date to replace the lead.

Manufacturer narrative:
Describe event or problem: corrected data: per clinic notes, "patient's mother would like to check the patient's vns as it may not be working. It is suspected that the patient was unable to feel vns stimulation prior to the high impedance observation." Information that the vns may not be working prior to seeing high impedance on (B)(6) 2017 was inadvertently left out in the initial MDR.

Event description:
Per clinic notes, "patient's mother would like to check the patient's vns as it may not be working". It is suspected that the patient was unable to feel vns stimulation prior to the high impedance observation.